Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. Additionally, it was reported that the pump battery was hot to touch. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level ranged from 110 mg/dl to 201 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged hot to touch issue could not be verified.